Manufacturer narrative:
(B)(6). (B)(4). No information for revision surgery/explant; no patient symptoms reported, migration of device or device component. Product analysis report: witness marks and plastic deformation noted on driver interface features. Visual and optical inspection of the top (anterior) face of the screw heads identified plastic deformation and witness marks, with additional spiral witness marks just below the head, consistent with implant back-out. After visual, optical and dimensional inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant components; unable to definitively determine specific root cause of the foregoing event from the available information.

Event description:
It was reported that a patient underwent a revision surgery to explant backed out screws. During the revision surgery, the surgeon started to remove the screws when the tab of the locking mechanism broke. The broken piece of the tab was retrieved and no fragments were left in the patient. Reportedly, the surgeon decided to leave the plate in the patient and only replaced the backed out screws because the patient was fused and, according to the report, "did not want to disrupt the fused bone". No patient complications were reported.